Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
An alarm with code 30 on the pump was reported during the insulin pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully resumed insulin therapy after receiving assistance from technical support to load a new cartridge following the proper technique.